Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool reveals that no delivery alarms were found on 11/26/2024 19:37:23.000 through 11/26/2024 20:32:36.000, with several alarms noted. Additionally, pump error 37 was found on 11/26/2024 19:26:12.000. Line=780 file=121. Pump error 38 was also found on 11/26/2024 19:39:30.000 through 11/26/2024 20:44:22.000. File=121 line=711. During testing, no relevant alarms were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was found on motor flex connector gold traces. Corroded motor home switch was also noted, causing the pump errors. Isolate to electronic assembly. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of insulin flow blocked alarms were not confirmed when no unexpected alarms were noted during testing. Customer allegations of reservoir unable to lock into place were not confirmed when sc1-cap locked in place properly during testing. Allegations of prime/fill anomaly were not confirmed when no unexpected alarms were noted during testing. However, customer allegations of pump error 37 and 38 were confirmed when both alarms were found during download history review, caused by corroded motor home switch. Due to moisture damage found, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported priming anomaly, reservoir was not able to fit into the pump. The customer also received pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed) and insulin flow block alarms. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-244a, mmt-1884. Troubleshooting was performed for priming anomaly allegation. Customer was unable to exit the ¿load reservoir/preparing to prime¿ loop. Troubleshooting was performed for pump error alarms. Customer was unable to clear the alarms. Troubleshooting was performed for insulin flow block alarm. Customer was reporting on the current event. Customer confirmed insulin did not exit during 5u fill cannula test. Customer reattempted load reservoir/fill tubing process after a complete set change and insulin did not exit. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-244a. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.